Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: erosion through the myometrium (both sides)"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a 31-year-old female patient who had essure (batch no. B34593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included hypertension, obesity, cubital tunnel syndrome, gastritis, ventral hernia, bacterial vaginosis, pain in hip, hip dysplasia, fibromyalgia, cholecystectomy, itchy rash, nasal itching, endometriosis, spinal column stenosis, acne comedonal, depressed mood, flank pain, burning sensation, blepharitis, hernia, menstruation irregular, suprapubic pain and clotting disorder. Concurrent conditions included anxiety and depression. Concomitant products included alprazolam (xanax), erythromycin, meloxicam, phentermine, piroxicam, piroxicam (feldene) and spironolactone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced premenstrual dysphoric disorder ("other injury(ies) or complication (s) please describe: pmdd"), ovarian cyst ("ovarian cysts"), hyperhidrosis ("excessive sweating"), insomnia ("insomnia"), raynaud's phenomenon ("raynaud's,") and thyroid disorder ("thyroid disease"). In (B)(6) 2014, the patient experienced dry eye ("vision/eye problems type, hormonal changes describe: extreme dry eyes/severe dry eyes"), amnesia ("memory loss"), irritability ("hormonal changes describe/psychological or psychiatric problems condition: easily irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pruritus ("rashes or skin conditions type: itchy") and dry skin ("dry skin"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation"), hypersensitivity ("allergic reactions") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, inflammation, hypersensitivity, irritability, vaginal haemorrhage, menorrhagia, dysmenorrhoea, constipation, alopecia, migraine, anxiety, depression, pruritus, premenstrual dysphoric disorder, ovarian cyst, hyperhidrosis, insomnia, raynaud's phenomenon, thyroid disorder, back pain, abdominal pain, pain in extremity and abdominal pain lower outcome was unknown, the dry eye, fatigue and dry skin was resolving and the amnesia, dyspareunia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, autoimmune disorder, back pain, constipation, depression, device dislocation, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, inflammation, insomnia, irritability, menorrhagia, migraine, ovarian cyst, pain in extremity, premenstrual dysphoric disorder, pruritus, raynaud's phenomenon, thyroid disorder, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, anxiety, hyperhidrosis, fatigue, menorrhagia, pmdd, loss of libido, pelvic pain, cramping, dyspareunia, ovarian cysts, excessive sweating, insomnia, general aches and pains, low back pain, left pain, memory loss, constipations, alopecia, raynaud¿s, thyroid disease, irritability, mood swings, depression, mood changes, muscle spasms, scaly patches, dry skin. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received : did not underwent essure confirmation test. Reporter information added. Concomitant conditions and products added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: erosion through the myometrium (both sides)"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a 31-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, obesity, cubital tunnel syndrome, gastritis and ventral hernia. Concomitant products included alprazolam (xanax), meloxicam, phentermine and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dry eye ("vision/eye problems type, hormonal changes describe: extreme dry eyes"), amnesia ("memory loss"), irritability ("hormonal changes describe/psychological or psychiatric problems condition: easily irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pruritus ("rashes or skin conditions type: itchy") and dry skin ("dry skin"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation"), hypersensitivity ("allergic reactions"), premenstrual dysphoric disorder ("other injury(ies) or complication (s) please describe: pmdd"), ovarian cyst ("ovarian cysts"), hyperhidrosis ("excessive sweating"), insomnia ("insomnia"), raynaud's phenomenon ("raynaud's,"), thyroid disorder ("thyroid disease") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, inflammation, hypersensitivity, irritability, vaginal haemorrhage, menorrhagia, dysmenorrhoea, constipation, alopecia, migraine, anxiety, pruritus, premenstrual dysphoric disorder, ovarian cyst, hyperhidrosis, insomnia, raynaud's phenomenon, thyroid disorder, back pain, abdominal pain, pain in extremity and abdominal pain lower outcome was unknown, the dry eye, fatigue and dry skin was resolving and the amnesia, dyspareunia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, autoimmune disorder, back pain, constipation, depression, device dislocation, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, inflammation, insomnia, irritability, menorrhagia, migraine, ovarian cyst, pain in extremity, premenstrual dysphoric disorder, pruritus, raynaud's phenomenon, thyroid disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " extreme dry eyes, memory loss, easily irritable, abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, hair loss, migraines / headaches, memory loss, erosion through the myometrium (both sides), anxiety depression, rashes or skin conditions type: itchy, dry skin, pmdd, ovarian cysts, excessive sweating, insomnia alopecia, raynaud's, thyroid disease., lower back pain, lower abdominal pain, leg pain " were added. Outcome of event "dry eyes and fatigue were updated as recovering and headache, memory loss, painful intercourse were updated as recovered. Reporter, patient and product information added. Lot number added. Concomitant drugs were added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: erosion through the myometrium (both sides)"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a 31-year-old female patient who had essure (batch no. B34593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, obesity, cubital tunnel syndrome, gastritis, ventral hernia, bacterial vaginosis, pain in hip, hip dysplasia, fibromyalgia, cholecystectomy, itchy rash, nasal itching, endometriosis, spinal column stenosis, acne comedonal, depressed mood, flank pain, burning sensation, blepharitis, hernia, menstruation irregular, suprapubic pain and clotting disorder. Concomitant products included alprazolam (xanax), erythromycin, meloxicam, phentermine and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dry eye ("vision/eye problems type, hormonal changes describe: extreme dry eyes"), amnesia ("memory loss"), irritability ("hormonal changes describe/psychological or psychiatric problems condition: easily irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pruritus ("rashes or skin conditions type: itchy") and dry skin ("dry skin"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation"), hypersensitivity ("allergic reactions"), premenstrual dysphoric disorder ("other injury(ies) or complication (s) please describe: pmdd"), ovarian cyst ("ovarian cysts"), hyperhidrosis ("excessive sweating"), insomnia ("insomnia"), raynaud's phenomenon ("raynaud's,"), thyroid disorder ("thyroid disease") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, inflammation, hypersensitivity, irritability, vaginal haemorrhage, menorrhagia, dysmenorrhoea, constipation, alopecia, migraine, anxiety, depression, pruritus, premenstrual dysphoric disorder, ovarian cyst, hyperhidrosis, insomnia, raynaud's phenomenon, thyroid disorder, back pain, abdominal pain, pain in extremity and abdominal pain lower outcome was unknown, the dry eye, fatigue and dry skin was resolving and the amnesia, dyspareunia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, autoimmune disorder, back pain, constipation, depression, device dislocation, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, inflammation, insomnia, irritability, menorrhagia, migraine, ovarian cyst, pain in extremity, premenstrual dysphoric disorder, pruritus, raynaud's phenomenon, thyroid disorder, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, anxiety, hyperhidrosis, fatigue, menorrhagia, pmdd, loss of libido, pelvic pain, cramping, dyspareunia, ovarian cysts, excessive sweating, insomnia, general aches and pains, low back pain, left pain, memory loss, constipation, alopecia, raynaud¿s, thyroid disease, irritability, mood swings, depression, mood changes, muscle spasms, scaly patches, dry skin. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, inflammation and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, inflammation and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.